Event description:
About 11 months ago, I had a birth control procedure (essure). Dr (B)(6) informed me that the procedure would be simple with minimal side effects. I decided to have the procedure done. Unfortunately, for 11 month I've had back and pelvic pain which continues to plaque me. My doctors have made varying efforts to help me, yet I still have no idea what the problem or a diagnosis is or why I'm having pain. After the procedure was completed, almost immediately, I experienced lower back pain. I contacted the nurses, via phone who assured me that the pain would subside. Unfortunately, the pain didn't go away. It only got worse. After 2 months, the back and pelvic pain became so extreme, I missed work days and took pain medication daily. By (B)(6) 2013, I visited obgyn dr (B)(6); he suggested removing the coils (essure) device. I agreed. In (B)(6) 2014, dr (B)(6) performed my laparoscopic surgery to remove the device. The surgery also included removing my fallopian tubes. After weeks of recovery and time off work, I continued to experience pelvic and back pain. I communicated my symptoms with several doctors, including dr (B)(6) and my primary care physician, dr (B)(6) on many occasions via e-mail, phone and doctor visits. While I believe the doctors tried to help with the issues, there are some key problems. My initial obgyn doctor dr (B)(6), who completed the essure procedure was reluctant to discuss my chronic pain. He discussed the legal issues with essure and the "lawyers just wanting money." I though his statement were unusual, since I didn't initiate or discuss legal issues at the visit. He continued to be unprofessional during the visit, by telling me he had a vasectomy. He said it caused him severe pain for a year but eventually the pain went away. He implied that I should wait for the pain to subside instead of removing the coils. He eventually suggested removing the essure device and offered to perform the procedure. As a pt, I lost trust in his ability to complete the procedure because he seemed more concerned with essure complaints instead my pt health. I decided to have my original obgyn, dr (B)(6) remove the device. She was very helpful with trying to set a time to remove the device due to my pain. Sadly, my surgery could not be scheduled until 1 month later due to (B)(6) being booked for surgeries. After dr (B)(6) completed the surgery, I continued to have back and pelvic pain. Dr (B)(6) told me this was normal. After 3 weeks of continued pain, I contacted dr (B)(6). She released me to work without addressing my pain issues. I received no pain management treatment. I visited my primary care dr (B)(6). She advised me to attend physical therapy. I started physical therapy, after several sessions yet my pain continued. Along with the physical therapy, I completed physician advised massage therapy, chiropractic care, epson salt baths, heating pads at work/home for several months. As a pt, I'm concerned about my health. I try to be proactive in my health. I was healthy before this process began 11 months ago. I tried to follow the doctors' orders. While I recognize there are no guarantees with medical procedures, my concerns are listed below: I do not believe my doctors and medical staff have communicated with others effectively. I have received conflicting advice or no answers to my request. My back and surrounding areas have not received a full examination or test before or after the surgeries I've received. I have not received pain management treatment. I do not have a diagnoses or reason for the chronic pain. My mobility and quality of life are affected by this chronic pain. I have no real understanding of what or why this problem persists. I continue to take tests, do evasive procedures, spend money, and miss work time to address this issue.